Event description:
Ous MDR - it was reported that oversensing and a rise in impedance were observed about 108 months after the implant of this lead. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 14cm distal of the is-1 connector pin. A proximal and a distal fragment were provided for analysis. The cutting edges of the fragments did not fit to each other, which is why it can be assumed that a segment of the lead body of about 1 cm length was not available. The visual inspection showed multiple signs of abrasion along the fragments. Especially the insulation of the distal fragment was damaged by fraying close to the shock coil. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Considerable lead movement should be considered as the cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of another kind, and more information about the patient. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and an increased physical activity of the patient, especially concerning the upper body. In addition, a damaged is-1 connector was detected. Cuts in the insulation and a stretched fixation were also discovered. These damages were probably caused during the extraction process. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.